Event description:
It was reported that a malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level was 500 mg/dl due to the issue. To address the elevated bg level, the customer administered a correction injection using multiple daily injections (mdi). Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and understood to contact support if the issue reappeared.